Event description:
Report of a pt death due to a free flow of formula was received. The info was provided as follows: a new bag of formula was hung at 10:30 pm on wednesday 9/3/97. The pump was cleared to zero. The rate of delivery was set at 50 ml/hr. At 3:30 am on 9/4/97, the pump and set up were checked. The nurse recorded that 245 cc had been delivered and the pt was turned on his side for sleeping ( a routine positioning). At 5:30 am the pt was found to be bluish in color with signs of regurgitation flowing from his mouth and nose. Attempts at suctioning and resuscitation were unsuccessful. The pt expired. It is unk if alarms were sounding per the rptrs of this event. The distal end of the "stretchable" part of the feed set was not seated within the pump. The rptr also could not verify if the pump was turned on or off. The rptr indicated the facility beleives the set was dislodged when the pt was laid on his side. They also feel the pump may have been off. All products involved have been returned for ncn to evaluate. No other info is available.